Event description:
A review of service data detected a reportable event. Upon servicing e-belt sn (B)(4), the e-belt failed the pulse lead hipot and insulation resistance tests. The last pt to use this e-belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the belt failed the pulse lead hipot and insulation resistance tests. The cause of the failed tests was a cut in the trunk cable, which caused the trunk cable wires to short. The root cause for the cut cable was unable to be positively determined, but was likely physical abuse. No adverse event resulted from the cut electrode belt cable. The last patient to use this e-belt did not report any deficiencies.